Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analysis found outer insulation had a breached depression. It was also noted that the proximal conductor had blood/body fluid (not obstructed), and the outer insulation had a breached cut and a cosmetic depression.

Event description:
The lead was returned to the manufacturer, analyzed and subsequently tested out of specification. Further follow-up information received indicated that the right ventricular lead had elevated thresholds. No patient complications have been reported as a result of this event.